Event description:
I had avascular necrosis that required total hip replacement on both hips. My first surgery was on the left hip in 2006. I had a stryker trident hip prosthesis put in. I now have pain in my left hip all of the time. The prosthesis also makes a squeaking noise whenever I bent at the hip. In cold weather there is a squeak with every step. It is very embarrassing, people stare and make comments. The pain is the worse part it never lets up and it is worse whenever I am walking. I can neither stand or sit for extended periods of time. I cannot attend events without having to get up and move around. I am now on total disability because of my hip. I am a computer consultant that requires sitting for long periods of time and I cannot do that. In my job I had to fly to various locations in the us to work. Because of not being able to sit for extended periods of time, I cannot get to work either. In early 2007, I had the right hip replaced with the same type of prosthesis. The pain is not as bad and there is no squeak on the right side. Dates of use: 2006 -- 2007. Diagnosis or reason for use: avascular necrosis. Avascular necrosis.